Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified and 80% stenotic proximal left anterior descending artery. The physician first deployed a 2.5x16mm taxus stent, and then advanced the 2.5x12mm quantum maverick balloon to the stent for post dilatation. The physician inflated the balloon to 16 atms on the first inflation and it ruptured. There were no pt complications. The procedure was successfully completed with another 2.5x12mm quantum maverick balloon. Pt status is reported as "stable".